Event description:
A baxter complaint coord reported that a pt experienced symptoms of air embolism shortly after a hemodialysis treatment was initiated. Reportedly, the nurse has visually noted air bubbles in the blood lines. Furthermore, few air bubbles had passed the air detector without alarm. According to the rptr, the pt experienced apnea and loss of consciousness. Resuscitation was immediately initiated and the pt was transferred to the critical care unit. The pt was medically treated with atropine and adrenaline. Vital signs and neurological status were not provided. The pt's dry weight, pre and post weight were not provided. Hemodialysis treatment was stopped as soon as the nurse noted air in the line. The prescribed hemodialysis therapy was not completed after the event. It is unk if heparin was administered. No vital signs at the time of the event were provided. The pt was admitted to the hosp in 2008 with an admitting diagnosis of air embolism. It is unk what treatments were provided to the pt during hospitalization. However, this pt was discharged from the hosp on the next day in stable condition. No other info available at this time.

Manufacturer narrative:
The instrument was evaluated by baxter svc rep at the customer location. Eval results rec'd from baxter columbia revealed two potential root causes; the operator of the instrument initiated the hemodialysis treatment without a part named blood pump tubing guide (part # 6001238172) and did not verify the air detector alarm according to the 1550 operator manual. Baxter is monitoring issues like this. Should significant info becomes available, a f/u report will be submitted.